Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the use of the medium-large clip applier instrument and the clipping was impossible. The procedure was completed with no reported injury. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information regarding this event: the instrument was inspected prior to use. There was no damage or anything out of the ordinary; everything was suitable for using the clip applier instrument. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (10 mm for medium-large clip applier). It was the 4th clip application when the incident occurred. The issue was resolved by using a different clip applier. The procedure was completed robotically. There was no harm to the patient. The issue led to a delay of less than 15 minutes. No fragment of the instrument falling into the patient has been reported. No photos and/or videos of this event are available for isi review. Patient information is not available, identifiable, or restricted by hospital policies.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the medium-large clip applier instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken input disk#7. The instrument was found to have hairline cracks on input disk# 6. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis. Additional observation(s) related to return: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. System log review shows one engagement failures via error code 22020 indicating engagement failure on the yaw axis.